Event description:
A customer reported a crack in the connector site of a 3-lead extension set. The customer noted the crack was visible while normal saline was pushed through the connector. There was patient invovlement, but no patient injury or medical intervention was reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition. The sample arrived out of the pouch, already primed. The visual inspection showed that the customer had identified the leak with red tape. Functional leak testing was performed by attaching an in-house 10ml syringe to each female luer and manually depressing the syringe plunger. This testing confirmed a leak from the outlet port of the female luer identified with the red tape, specifically a leak between the tubing and inner surface of the female luer outlet port. The initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the reported condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.